Manufacturer narrative:
(B)(4). The event is submitted as a malfunction, as therapy could have been continued by alternate monitoring methods. The exact cause of death is unknown and cannot be attributed to the fos issue based on available information.

Event description:
It was reported that "fiberoptics system not work, out of range". The complaint reported an fos out of range alarm during iab therapy. The iab catheter was removed and the patient subsequently died. While the death was reported by the customer, no causal relationship between the fos alarm and the patient outcome could be established. The fos subsystem is not considered an essential function of the iabp/iab, as alternate means of arterial pressure monitoring and triggering (central lumen, ECG) are available.

Manufacturer narrative:
(B)(4). The event is submitted as a malfunction, as therapy could have been continued by alternate monitoring methods. The exact cause of death is unknown and cannot be attributed to the fos issue based on available information. Additional information: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "fiberoptics system not work, out of range". The complaint reported an fos out of range alarm during iab therapy. The iab catheter was removed and the patient subsequently died. While the death was reported by the customer, no causal relationship between the fos alarm and the patient outcome could be established. The fos subsystem is not considered an essential function of the iabp/iab, as alternate means of arterial pressure monitoring and triggering (central lumen, ECG) are available.